Event description:
It was reported that during a da vinci si prostatectomy procedure, while the site was removing the monopolar curved scissors instrument with the mcs tip cover installed, from the cannula, the mcs tip cover accessory fell onto the patient's bowel. The tip cover accessory was removed laparoscopically and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012 isi contacted surgical technologist, at (B)(6) and she indicated that it was noted that the tip cover fit loosely on the monopolar curved scissors instrument and was easily turned. A visual inspection of the cannula did not find any damage. (B)(6) also indicated that an inspection of the cannula using an obturator found that the cannula was round. No patient harm, adverse outcome or injury occurred.